Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verioiq meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed that the issue with the meter started at 12:49pm on (B)(6) 2016, when he tested his blood glucose level using the subject meter and obtained an alleged inaccurately high blood glucose result of 333 mg/dl compared to 236 mg/dl on a onetouch ultra2, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls outside lfs' accuracy criteria. The patient manages his diabetes with insulin (self-adjuster). He reported that after obtaining the alleged inaccurate result, at 12:49pm on (B)(6) 2016, he administered an increased dose of 6 units of humalog insulin. He claimed that approximately 2 hours after the start of the alleged issue, he developed symptoms of language unclear [and] mind unclear which he associated with hypoglycemia the reported that at 2:45pm on (B)(6) 2016, he performed blood glucose tests on various meters, obtaining the following results: onetouch ultra 2 - 30 mg/dl, accu-chek 36 mg/dl and onetouch verioiq 61 mg/dl. The patient reported that he self-treated his symptoms with food/drink, also at 2:45pm on (B)(6) 2016. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the patient had used an approved sample site and he described the correct testing steps. The csr also noted that the patient had used correct test strips, these had been stored correctly and the test strip vial was not cracked or broken. The csr walked the patient through a control solution test and the result was in range. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurately high blood glucose reading on the subject meter, administered increased medication based on the alleged result and reportedly developed signs and symptoms suggestive of severe hypoglycemia, after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1. The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. The meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.